Manufacturer narrative:
The device has been returned to olympus service center for evaluation and the investigation is pending. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that before an unspecified therapeutic procedure during preparation for use, the single use mechanical lithotriptor v had a damaged guide wire tip. The procedure was completed using a similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The customer's complaint was confirmed. The guidewire tip was torn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: 1) an attempt was made to insert the device into the endoscope while using the guide wire. 2) when the angle between the distal end and the guide wire was large as shown in the following figure, the device was inserted into the endoscope. 3) a force exceeding the resisting force was applied to the guide wire tip. This caused the guide wire tip to tear. However, a definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire. This may damage the distal tip." Olympus will continue to monitor field performance for this device.

Event description:
The event occurred due an endoscopic retrograde cholangiopancreatography procedure, which was completed with similar device.